Event description:
It was reported that the patient complained of testicular pain when pumping up the inflatable penile prosthesis. The surgeon brought the patient in for an evaluation and found that the pump had adhered to the left testicle causing the pain. The patient was brought in for a revision surgery. The subdartos pouch was attached to the tunica around the left testicle causing pain when initiating pumping. The pump was separated from the left testicle and a new inflatable penile prosthesis pump was implanted. Following the revision surgery it was noted there were great results and patient was expected to fully recover.